Event description:
It was reported that a catheter issue occurred. A greater than 70% stenosed target lesion was located in the severely tortuous and severely calcified mid distal to ostial right coronary artery. After rotapro was used, the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the catheter tip caught on calcium or tortuosity at the vessel ostium. As the physician applied back tension, the tip broke off and remained in the vessel. Attempts to retrieve the broken tip with a guide extension catheter failed, so a stent was placed to secure the device into place. The procedure was completed successfully. The patient was expected to fully recover.